Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery connector was damaged. The root cause for the damaged battery connection could not be positively identified, but was likely excessive force. No adverse event occurred due to this failure. The last person to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing of battery pack sn (B)(4), it was discovered that the battery connector was damaged. The last pt to use this battery pack did not report any deficiencies.